Manufacturer narrative:
MDR being submitted as a result of a retrospective complaint review. Review of the device history records revealed no manufacturing, processing or design related irregularities. The instrument was found to be properly manufactured and released in accordance with the device master record. Performance testing was conducted by the supplier of alphatec targeting needles. Testing consisted of ultimate push (insertion of the device), ultimate pull (extraction of the device if stuck), and ultimate torsion (twisting of the device for insertion or extraction). The supplier found that device functions as intended. No discrepancies or assignable causes were detected during their root cause investigation.

Event description:
During the surgery (rear arthrodesis mis illico), the metallic part which covers the needle broke while the instrument was being used to find the proper entrance to the vertebral pedicle. As a consequence, the surgery was slightly delayed, however, it was finished off by using another instrument (different company). No patient harm reported.